Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the procedure was a l3/s1 lami fusion on (B)(6) 2016. When prepping for screw insertion, the scrub nurse attempted to load the pedicle screw onto screwdriver and noted it was not engaging onto screwdriver. When the screw was inspected, it was noted that a small fine shave of threads had come off both the screw and the screwdriver. The screw and driver were put aside and a new screw was loaded. The damaged screw and driver were not used in the patient as it was noted prior to surgeon attempting to insert. The procedure was completed successfully with substitute screws and screwdriver. There was no adverse outcome to patient. No delay to the procedure was reported. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
The complaint device is not expected to be returned to the synthes manufacturer for evaluation as it was not received with the other devices associated with this complaint. If the device is returned for evaluation, a follow-up report will be submitted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complainant matrix pedicle screw (part 04.639.645s) was received in good condition. It was noted, however, that the tip of part 03.632.036 remained stuck within the screw-head. A device history record review could not be conducted due to the insufficient information received (lot number missing). No definitive root cause was able to be determined; however, the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complainant part was received by the manufacturer on july 15, 2016. The previous medwatch submission incorrectly indicated that the device would not be returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.